Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Based on the evaluation, device malfunction and the reported event could not be verified since the product was not returned and the lot or item number was not available for further investigation. As a result, the complaint is non-verifiable. A root cause cannot be determined.

Manufacturer narrative:
(B)(4). (B)(6). Device will not be returned.

Event description:
Doctor reported that the unknown lb abutment screw became loose in the patient's mouth one week after placement.